Manufacturer narrative:
Analysis of the implantable neurostimulator (serial number (B)(4)) found that the device was functionally okay with insignificant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID 3708260, serial # (B)(4), product type extension; product ID 3888, serial # unknown, product type lead; product ID 3888, serial # unknown, product type lead; product ID 3708240, serial # (B)(4), product type extension; product ID 3888, serial # unknown, product type lead; product ID 3888, serial # unknown, product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain, other upper quadrant sites, and occipital neuralgia. It was reported the implantable neurostimulator (ins) stopped holding a consistent charge. Sometimes it lasted a week and sometimes a day. This started to occur in 2014. The patient eventually had it removed on (B)(6) 2015. It was noted that the patient got a drug delivery pump in the meantime. No symptoms reported. The patient via manufacturing representative (rep) also reported that it was not working. It was noted that the issue was resolved at the time of the report. There was conflicting information that reported that no surgical intervention occurred and none were planned.